Event description:
A patient contacted (B)(4) regarding assistance with a low drain volume alarm while using the homechoice (hc) during therapy, in the initial drain cycle. (B)(4) assisted the patient with checking the patient and drain lines for kinks, closed clamps, fibrin or air bubbles. The patient stated the patient line was full of big air bubbles and the hc kept alarming. The patient stated he had the clamp closed on the patient line during priming. (B)(4) assisted the patient with cycling power and ending therapy to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the nurse who indicated that the homepatient (hp) did inform her of the issue and that she explained to the hp that the clamp needs to be open during prime. The nurse stated that this issue was resolved and no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), the CAPA information was missing from the follow up MDR 001 submission: the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.